Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device history file was reviewed, indicating that the device was released pursuant to its specifications. The device was not returned for evaluation and no further conclusions could be drawn based on the available information. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A patient diagnosed with colon cancer and kidney tumor underwent laparoscopic and hand assisted nephrectomy and colectomy procedures. Colorectal anastomosis was performed with the car. The patient presented 6 days post procedure in the ER with free air and signs and symptoms of peritonitis. He was explored and found to have a disruption of the anastomosis on the lateral wall of the ring. The ring remained intact, but extrusion had occurred on the lateral wall. The end result was an end sigmoid colostomy and a difficult post operative course.